Event description:
It was reported to philips that the system did not turn on, it was stuck at 00:00. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The system logfile was checked and found that the malfunctioning of the system interface board (sib). Upon troubleshooting, the fse found an issue with the m-cabinet power supply. The network switch was not getting enough power (12v). To resolve the reported issue, the fse replaced the pd.scomp.dcps_24v_12v_5v, and performed the necessary cabling arrangement in the m cabinet. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.